Manufacturer narrative:
Initial and final MDR 1899863- MDR 3003442380-2024-08301- device 2 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced a kinked cannula over a year. The issue occurred with three similar types of infusion sets used for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available